Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, the patient¿s sister reported that the patient was hospitalized due to dka. She mentioned that patient was having issues with her dexcom sensor, one failed, and other sensors would not pair. There was no patient or reported information available to follow up for additional event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.